Manufacturer narrative:
(B)(4). The reported field event of header anomaly was not confirmed in the laboratory. Visual inspection noted no anomalies. The cause of the reported header anomaly could not be determined.

Event description:
It was reported that a patient presented during the procedure for lead explant due to dislodgement. Discoloration on the header of the device was observed. In addition, liquid substance came out after the lead was disconnected from the header. The device was explanted and replaced. The patient was stable post-procedure.